Event description:
A review of the reported information indicated that model rf310f vena cava filter allegedly experienced perforation. This information was received from various sources. All reported malfunctions involved patients with no reported consequences. Eight patients were reported to be between the ages of 39 and 81. Four patients were reported as male and four were reported as female. Three patients were reported to weigh in the range of 121 and 135 kgs. All other patient information was not provided.

Manufacturer narrative:
H10: of the reported nine malfunctions, lot numbers were provided for four malfunctions and the lot history review were performed. The catalog numbers for two devices were updated as rf320j and unknown g2. The samples were not returned to the manufacturer for inspection/evaluation; however; medical records were received for all nine malfunctions. Therefore, the investigation is confirmed for the reported perforation for all nine malfunctions. Based on the available information, the definitive root cause for this event is unknown. The devices are labeled for single use. H10: d4 (corporate lot no:gfra2148, unknown). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A review of the reported information indicated that model rf310f vena cava filter allegedly experienced perforation. This information was received from various sources. All reported malfunctions involved patients with no reported consequences. Nine patients were reported to be between the ages of 39 and 81. Four patients were reported as male and five were reported as female. Four patients were reported to weigh in the range of 76 and 135 kgs. All other patient information was not provided.